Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and the applicator was fully deployed with unbroken needle safely retracted inside the applicator body. The reported event of a broken needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of an introducer needle broke from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle broke from the applicator could not be confirmed. A root cause cannot be determined.